Manufacturer narrative:
One device was received for investigation. Under visual inspection we noticed that the luer is missing. The reported complaint is confirmed. The root cause cannot be determined. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. H4. Device mfg date: unknown. The reported lot# 4134861 could not be found in oracle for the reported item# 100/800/070. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was placed in a patient in occupational therapy and the patient was transferred to the ICU. A ventilator was connected to the patient in the ICU and the alarm was heard. After checking, the nurse found the self-sealing valve of the pilot balloon was missing. Then a new tube was replaced in the patient in. There was patient involvement, but no harm reported.